Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿poor adhesion¿. A potential root cause for this failure could be "incorrect adhesion applied to either the adhesive strip or the catheter." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "note: do not use on irritated or compromised skin. Do not use if allergic reaction occurs. Not made with natural rubber latex."

Event description:
It was reported that the male external catheter had too strong of an adhesive. No patient injury reported.